Manufacturer narrative:
Updated fields: b4, b5, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was called by the customer to troubleshoot. The fse was about to provide instructions over the phone to reseat the pump into the cart. The unit was confirmed operational after intervention.

Event description:
It was reported by the customer, the cardiosave intra-aortic balloon pump (iabp) was not powering up. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave did not turn on even after connecting. There was no patient involvement reported.